Event description:
It was reported to medtronic minimed that the customer reported a short battery life. The customer called about field corrective action on early battery completion. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was performed for the short battery lifetime but later it was declined. The serialized device will be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Charge/battery lasts less than expected was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported a short battery life. The customer called about field corrective action on early battery completion. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was performed for the short battery lifetime but later it was declined. The serialized device will be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-1880 to mmt-1884 as per new additional information and updated in sections b5, d1/d2a/d2b and d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.